Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. The pump had cracked reservoir tube lip, broken belt clip clot, minor scratches on display window and cracked case near display window corners.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 7.8mmol/l at the time of incident. The customer stated that they were trying to do manual prime when the pump alarmed compromised force sensor system. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.